Event description:
Treatment of a right unruptured carotid terminus saccular aneurysm measuring 7mm x 4mm. During the procedure, it was reported that the patient had an immediate loss of flow to the robust right a1. There was no clot formation an hour after injection of the anticoagulant of the left side and the acom (anterior communicating artery) was filled, but there was no flow in the right a1. The patient was extubated and doing fine to this point.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).